Manufacturer narrative:
Philips has not received any other information with which to determine if the use of this monitor was a factor in the death or if there was any malfunction. Philips is in the process of obtaining additional information regarding this event and the complaint remains under investigation. A final report will be submitted once the investigation is completed. (B) (4)

Event description:
The customer reported that an asystole alarm did not sound either at the bedside or the central station for a patient who had expired.